Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-07073. Related manufacturer reference number: 1627487-2024-07075. It was reported that patient experienced ineffective therapy from both leads, one lead has migrated. Patient is also experiencing pain at ipg site, patients ipg had migrated from original pocket. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that both leads migrated. Surgical intervention was undertaken on (B)(6) 2024 wherein leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.